Manufacturer narrative:
The insulin pump was unable to perform displacement test due to partially broken reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the reservoir and battery compartment was chipped. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.